Event description:
Patient reported to have undergone total hip arthroplasty and that a revision is necessary due to high metal content. Further information obtained indicates that the original total hip arthroplasty procedure was performed on (B)(6) 2004. A revision procedure has not been reported to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review device history records was not provided. Date of event - a revision procedure has not been performed to date. Expiration date - unknown, as no product identification was provided. Date explanted - components remain implanted, a revision procedure has not been performed to date. Manufacture date - unknown, as no product identification was provided. (B)(4).

Manufacturer narrative:
This follow-up report is being filed to communicate the date of the revision procedure, which was determined via sales invoice. This report submitted january 20, 2012.

Event description:
Patient reported to have undergone total hip arthroplasty on (B)(6) 2004. Subsequently, patient was revised on (B)(6) 2011, allegedly due to high metal content.